Event description:
The pump was returned for investigation. Evaluation revealed a bad force sensor calibration. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate alarms 145 and 147 occlusion events. Investigation also revealed a bad force sensor calibration. (B)(6).